Event description:
The consumer allegedly cut their foot on the bolts for the heel loops, requiring 5 stitches.

Manufacturer narrative:
Patient reportedly cut their foot during a transfer into the chair. Manufacturer contacted user and was advised after the users aid had transferred her into the chair. User noticed their right toe had been cut due to impacting the chair while being transferred. No history to suggest a product problem. MDR filed based on injury. Current user guide covers proper transfer methods.